Event description:
It was reported that the tecnis synergy simplicity intraocular lens (iol) was explanted from the patient's left eye during secondary surgery due to the patient was suffering from blurry vision at all ranges, can¿t see street signs. There was no information about incision enlargement, sutures, or vitrectomy. The lens was replaced with another j&j different model, but with the same diopter. The patient's post-procedure status is unknown. No further information is available.

Manufacturer narrative:
Section a3, a4 and a5: unknown/ asked but not available. Section b3:unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.